Event description:
It was reported that there were three lesions located at the rca, one proximal and two distal. After the first two lesions were stented, the mini vision was advanced and passed through one of the already deployed stents. After that, in the first curve, resistance was noted; therefore, the decision was made to withdraw the stent system. Again the stent passed through the already deployed stent and before it reached the guiding catheter tip the stent dislodged. The stent delivery system (sds) was withdrawn. A guide wire was advanced through the mini vision stent, and a small 1.5x20 balloon was advanced and inflated, slightly deploying the stent. A 3.0 balloon was then advanced to post-dilate the stent, and the stent was implanted. After the procedure the patient had good flow and good angiography result. It was confirmed that the stent was deployed in an unintended site and not at the target lesion.